Manufacturer narrative:
This report is being filed to provide investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer returned a used spectra optia platelet plasma set for investigation. Initial observations noted the presence of blood throughout the set. The blue donor line pinch clamp was returned in the open position and the white sample bag pinch clamp was returned in the closed position, with no air observed in the sample bag. Visual inspection confirmed the presence of air in the return pump header and return line (approximately 5cm of air was seen past the last point of detection). The reservoir was noted to be approx. 60% full of fluid. Foam was also noted within the reservoir. Mild clumping was observed in the reservoir outlet filter however this was not found to restrict the flow of fluid during flow testing. No leaks, kinks/occlusions, misassemblies, missing or defective parts were identified. All clamps were assembled in the correct locations. It was not possible to recreate the failure as experienced by the customer. In summary, no disposable defects were identified. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the run data file confirms that the tubing kit was loaded successfully and passed the tubing set test. Priming of the tubing kit and the first full draw cycle was successful, no alarms were generated. The low and high level sensors display an expected pattern during blood prime, first draw and return cycle. Analysis of the run data file showed, that immediately after the start of the procedure and throughout the procedure 27 ¿draw pressure too low¿ alerts with automatic pausing of the pumps were presented. Draw pressure alerts this early in the procedure are generally indicative of the venous access requiring adjustment. The reported ¿return pressure too high¿ alert was not presented in the procedure. The operator aborted the procedure during the second draw cycle, after the first return completed. The run data file analysis did not conclusively identify the cause of air being present in the return line as reported by the customer. It is possible, though not conclusive, that the frequent draw alerts early in the procedure contributed to this observation. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during an apheresis prp platelet collection procedure during the second return, the high pressure alarm appeared without the patient's vein rupturing in the process. At the end of the return, it no longer allowed for the continuation with the extraction. The entire return line was full of bubbles and air in the chamber was observed. The hematologist responsible for apheresis was notified and assessed the situation of the patient and the team and decided to stop the procedure. Patient referred by service of rehabilitation to obtain prp. Per the customer, no medical intervention was required for this event. Patient ID was not provided by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer returned a used spectra optia platelet plasma set for investigation. Initial observations noted the presence of blood throughout the set. The blue donor line pinch clamp was returned in the open position and the white sample bag pinch clamp was returned in the closed position, with no air observed in the sample bag. Visual inspection confirmed the presence of air in the return pump header and return line (approximately 5cm of air was seen past the last point of detection). The reservoir was noted to be approx. 60% full of fluid. Foam was also noted within the reservoir. Mild clumping was observed in the reservoir outlet filter however this was not found to restrict the flow of fluid during flow testing. No leaks, kinks/occlusions, misassemblies, missing or defective parts were identified. All clamps were assembled in the correct locations. It was not possible to recreate the failure as experienced by the customer. In summary, no disposable defects were identified. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during an apheresis prp platelet collection procedure during the second return, the high pressure alarm appeared without the patient's vein rupturing in the process. At the end of the return, it no longer allowed for the continuation with the extraction. The entire return line was full of bubbles and air in the chamber was observed. The hematologist responsible for apheresis was notified and assessed the situation of the patient and the team and decided to stop the procedure. Patient referred by service of rehabilitation to obtain prp. Per the customer, no medical intervention was required for this event. Patient ID is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer returned a used spectra optia platelet plasma set for investigation. Initial observations noted the presence of blood throughout the set. The blue donor line pinch clamp was returned in the open position and the white sample bag pinch clamp was returned in the closed position, with no air observed in the sample bag. Visual inspection confirmed the presence of air in the return pump header and return line (approximately 5cm of air was seen past the last point of detection). The reservoir was noted to be approx. 60% full of fluid. Foam was also noted within the reservoir. Mild clumping was observed in the reservoir outlet filter however this was not found to restrict the flow of fluid during flow testing. No leaks, kinks/occlusions, misassemblies, missing or defective parts were identified. All clamps were assembled in the correct locations. It was not possible to recreate the failure as experienced by the customer. In summary, no disposable defects were identified. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the run data file confirms that the tubing kit was loaded successfully and passed the tubing set test. Priming of the tubing kit and the first full draw cycle was successful, no alarms were generated. The low and high level sensors display an expected pattern during blood prime, first draw and return cycle. Analysis of the run data file showed, that immediately after the start of the procedure and throughout the procedure 27 draw pressure too low alerts with automatic pausing of the pumps were presented. Draw pressure alerts this early in the procedure are generally indicative of the venous access requiring adjustment. The reported return pressure too high alert was not presented in the procedure. The operator aborted the procedure during the second draw cycle, after the first return completed. The run data file analysis did not conclusively identify the cause of air being present in the return line as reported by the customer. It is possible, though not conclusive, that the frequent draw alerts early in the procedure contributed to this observation. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause of the air in the return line could not be determined but it is likely due to one or a combination of the possible causes listed below: access issues due to patient physiology, patient movement, or phlebotomy technique. Clogged return filter (low pressure) due to clotting formed due to inadequate ac prime, or due to high ac ratios. Foam from plasma drain is perceived as fluid by low level sensor resulting in microbubbles in return reservoir returned to donor during plasma flush causing air embolism to donor. A defective lower level sensor.

Event description:
The customer reported that during an apheresis prp platelet collection procedure during the second return, the high pressure alarm appeared without the patient's vein rupturing in the process. At the end of the return, it no longer allowed for the continuation with the extraction. The entire return line was full of bubbles and air in the chamber was observed. The hematologist responsible for apheresis was notified and assessed the situation of the patient and the team and decided to stop the procedure. Patient referred by service of rehabilitation to obtain prp. Per the customer, no medical intervention was required for this event. The customer noted the luer connections were all tight and the blood diversion pouch was not inflated with air. The patient was connected at the time but not connected prematurely prior to ac prime. No air was observed to be drawn in through the ac line or filter, an no clotting was observed in the channel or in the return reservoir. No ancillary devices were connected. Patient ID was not provided by the customer. Due to EU personal data protection laws, the patient information is not available from the customer. (B)(4).